Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation. The case report form indicates this event is definitely not related to devices and possibly related to procedure.

Event description:
No additional information provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00472.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of dislocation of the right shoulder joint devices is most likely related to the patient's underlying conditions to include previous shoulder injuries, weight and degenerative joint disease. This device is used for treatment, not diagnosis.